Event description:
It was reported that a cic central station suddenly lost power and shut down, resulting in a loss of telemetry monitoring for 7 pts for approx 30 minutes. No injury or delay in treatment was reported as a result of the loss of monitoring.

Manufacturer narrative:
A ge healthcare on-line support engineer was contacted by the site. It was determined that the cic and its display were connected to a ups whose power switch was found to be off. The site believes that the power switch was accidentally bumped. The user turned on the ups power switch, however, the cic did not boot up completely (the cic power was on but there was no video signal as the cic display led was yellow, indicating standby). The on-site biomedical technician was subsequently contacted and reportedly resolved the issue. The steps taken to resolve the issue were not provided. Based on the scenario and symptoms reported (sudden power interruption, resulting in improper shut down), it is believed that the problem was related to the video card not initializing, resulting in no video on boot up. This issue is generally resolved by turning off the power of the cic and disconnecting the power cord for several minutes to remove any standby voltages, then plugging the power cord back in and turning on the switch.